Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was no longer able to charge and therefore their ipg became inoperable. As a result, the patient underwent surgical intervention (B)(6) 2017 to have their ipg explanted and replaced with a different model. Effective therapy was restored post operatively.

Event description:
Additional review of the issue identified this event is related to a previously reported event (reference MFR: 3006705815-2016-00511) for warmth during recharging and overstimulation during ambulating. The patient stopped charging resulting in battery depletion.